Event description:
It was reported to philips that both the x-ray tube focii have failed, which would impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, coronary planned treatment procedure was being performed when the issue occurred and was completed by using another system with a delay of about 40 minutes. Customer reported to philips that both x ray tube foci was failed. Upon troubleshooting, the philips engineer confirmed that the tube was defective. The supplier's part analysis conclusively determined the cause of the x ray tube failure was due to filaments blown (wear out after intensive usage). To resolve the issue, the philips engineer replaced the tube, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.